Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius regional equipment specialist (res) performed a machine evaluation onsite, all function tests were passed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed. A temporal relationship does not exist between hd therapy utilizing the 2008k2 hd machine and the serious adverse event(s) of death, as the patient was not connected to the 2008k2 hd machine at the time of their passing. Presently there is no allegation or objective evidence indicating a 2008k2 hd machine product deficiency or malfunction caused the serious adverse event(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population (1,2). However, given the absence of the esrd death notification, patient demographics, past medical history and cause of death, the 2008k2 hd machine cannot be excluded as having a possible contributory role in the adverse event(s) due to the delay in treatment caused by machine errors.

Event description:
A user facility biomedical technician report that a 2008k2 fresenius machine ((B)(4)) was brought to the patient¿s bedside and prepped for use. The machine incurred an inlet flow error during preparation. The patient was not connected to the machine. The first 2008k2 hd machine was replaced with 2008k2 hd machine ((B)(4)). The 2008k2 hd machine ((B)(4)) passed all functional compliance and alarm testing following the event. While setting up the second hd machine a bicarbonate ¿air lock¿ error occurred, and the 2008k2 hd machine was never attached to the patient. While staff were attempting to set-up a third hd machine (serial number not provided), the patient expired. The patient was in an acute facility. Upon follow up, the inpatient program manager (ipm) on (B)(6) 2019 revealed the hospital has not released any information regarding the patient¿s death, as it is under review by the hospital. However, the ipm could disclose the patient was not in the intensive care unit (ICU) and was not expected to expire. The ipm did not state how long the patient¿s treatment was delayed while troubleshooting the 2008k2 hd machines. The patient¿s cause of death is unknown. The field service technician confirmed that the patient was never connected to the machines. There were no repairs or parts replaced on the machines. All function tests passed for all 3 machines. Additional information was requested, however, to date not provided.